Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon tear and detachment occurred. During preparation of a 7.0mmx40mmx135cm (4f) sterling balloon catheter, the balloon catheter was torn off while removing the stylet from the distal tip of the device. No patient complications were reported as the device never went into the patient's body.

Event description:
It was further reported that the balloon "actually ripped off the catheter" while the staff was removing the stylet from inside distal tip.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft was completely separated 30.7cm from the distal tip. The fractured/separated ends of the shaft were stretched and jagged which indicates the shaft separation was due to tensile forces. The shaft is buckled and stretched in numerous locations. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).